Event description:
It was reported that an ilet displayed alert 38 indicating consecutive stalled motor events, and the alert persisted after a device restart; a dry run succeeded on the fourth attempt but the device subsequently failed, and a replacement ilet was arranged with return of the original device. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health. Investigation included device verification with the user and attempted troubleshooting including restart and a dry run. Investigation of this case revealed a motor stall condition consistent with a pump mechanism malfunction. It was concluded that the device experienced a mechanical failure of the infusion pump motor, and the device will be replaced.